Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation? Yes. Returned to manufacturer on: 11/25/2019. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon had an issue with his initial measurements using the ocular response analyzer (ora) and the power of the intraocular lens (iol) was way off. The patient wanted the lens removed and exchanged. Additional information was received confirming explant-exchange took place, and the incision was enlarged, however, there were no other complications. No additional information was provided to johnson & johnson surgical vision.